Event description:
It was reported an error message occurred while the device was connected to a patient. It showed on the screen "self test error" and all control buttons had no response ( hang up ). The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - device passed all tests with no anomalies found.